Event description:
User facility medwatch report received that states "(.018 connect flex abbott) guidewire tip sheared off during crossing of a distal fempop graft anastomosis. Tip of wire retained in patient

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
User facility medwatch report received that states "(.018 connect flex abbott) guidewire tip sheared off during crossing of a distal fempop graft anastomosis. Tip of wire retained in patient.